Event description:
On (B)(6) 2023 a surgical procedure was performed to move the nalu implanted pulse generator (ipg) to a more superficial location on the patient in order to correct connectivity between the ipg and the external therapy disc.